Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in my pelvic area (severe and persistent)"), genital haemorrhage ("bleeding") and uterine bleeding ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6)), miscarriage in 2003, c-section (couldn¿t dilate) on (B)(6) 2004 and c-section (cannot have children naturally) on (B)(6) 2008. Concomitant products included citalopram for anxiety and depression, medroxyprogesterone acetate (depo-provera) for birth control, tramadol for cyst and pain, oxycodone for cyst and stomach pain, cyclobenzaprine for muscle spasms, etodolac for pain and inflammation, ranitidine for reflux gastritis and irritable bowel syndrome, propranolol for tremor as well as oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("cysts/ ovarian cysts"), abdominal distension ("swelling of the stomach/stomach swelling/ bloating"), abdominal pain ("severe and persistent abdominal pain/ pain in my abdominal"), vulvovaginal pain ("severe and persistent vaginal pain"), migraine ("migraines (severe and persistent)"), pain ("pain in left side of my body, constant (severe and persistent)"), pain in extremity ("leg pain (severe and persistent)"), back pain ("back pain (severe and persistent)"), neck pain ("neck pain (severe and persistent)"), premature menopause ("early menopause"), gastrointestinal disorder ("bowel problems"), fatigue ("chronic fatigue"), anxiety ("anxiety"), arthralgia ("joint pain"), alopecia ("hair loss"), nausea ("nausea"), decreased appetite ("anorexia"), acne ("acne"), dyspareunia ("painful intercourse"), uterine haemorrhage ("abnormal uterine bleeding"), affect lability ("emotional lability"), irritability ("emotional irritability"), mood swings ("mood swings"), disturbance in attention ("inability to concentrate"), tooth disorder ("dental issues"), irritable bowel syndrome ("ibs (interpreted as irritable bowel syndrome)"), allergy to metals (¿allergic to nickel¿), rash (¿rashes¿) and depression (¿depression¿). The patient was treated with surgery (she underwent laparoscopic hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst, abdominal distension, abdominal pain, vulvovaginal pain, migraine, pain, pain in extremity, back pain, neck pain, premature menopause, gastrointestinal disorder, fatigue, anxiety, arthralgia, alopecia, nausea, decreased appetite, acne, dyspareunia, uterine haemorrhage, affect lability, irritability, mood swings, disturbance in attention, tooth disorder, irritable bowel syndrome, allergy to metals, rash and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, affect lability, alopecia, anxiety, arthralgia, back pain, decreased appetite, disturbance in attention, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, irritability, irritable bowel syndrome, migraine, mood swings, nausea, neck pain, ovarian cyst, pain, pain in extremity, pelvic pain, premature menopause, tooth disorder, uterine haemorrhage, vulvovaginal pain, allergy to metals, rash and depression to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). She underwent essure confirmation test, dye test approximately 3 months after her procedure in 2013. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new reporters, patient demographic, historical conditions and concomitant drugs added. Event "permanant injuries" deleted. New events added: pain in my pelvic area, bleeding, ovarian cysts, swelling of the stomach, abdominal pain, vaginal pain, migraines, pain in left side of my body, leg pain, back pain, neck pain, early menopause, bowel problems, chronic fatigue, anxiety, joint pain, hair loss, nausea, anorexia, acne, painful intercourse, abnormal uterine bleeding, emotional lability, emotional irritability, mood swings, inability to concentrate, dental issues, ibs (interpreted as irritable bowel syndrome), allergic to nickel, rashes and depression. Essure legal manufacturer has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4) , and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in my pelvic area (severe and persistent)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (cannot have children naturally) on (B)(6) 2008, c-section (couldn¿t dilate) on (B)(6) 2004, miscarriage in 2003, multigravida and parity 4 ((B)(6) 2004, (B)(6) 2005, (B)(6) 2008 & (B)(6) 2012). Concurrent conditions included anemia, cramp in lower abdomen, irregular periods, vaginal bleeding, dysmenorrhea, thyroid disorder, spotting vaginal, pain in hip, urinary frequency, chills, fever, vaginal discharge, smoker, dysmenorrhea, pap smear abnormal, flu like symptoms, dizzy, myalgia, abdominal bloating, abdominal discomfort, spotting vaginal, flank pain, diabetes mellitus, bladder pain, backache, muscle pain, arthritis, numbness, allergic reaction, knee pain, shoulder pain and paresthesia hand. Concomitant products included citalopram for anxiety and depression, medroxyprogesterone acetate (depo-provera) for birth control, tramadol for cyst and pain, oxycodone for cyst and stomach pain, cyclobenzaprine for muscle spasms, etodolac for pain and inflammation, ranitidine for reflux gastritis and irritable bowel syndrome, propranolol for tremor as well as ethinylestradiol;norethisterone acetate (loestrin), hydromorphone, ibuprofen, ibuprofen (motrin), medroxyprogesterone, medroxyprogesterone acetate (provera), oral contraceptive nos, oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol), sertraline and venlafaxine hydrochloride (effexor). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), ovarian cyst ("cysts/ ovarian cysts"), abdominal distension ("swelling of the stomach/stomach swelling/ bloating"), abdominal pain ("severe and persistent abdominal pain/ pain in my abdominal"), vulvovaginal pain ("severe and persistent vaginal pain"), migraine ("migraines (severe and persistent)"), pain ("pain in left side of my body, constant (severe and persistent)"), pain in extremity ("leg pain (severe and persistent)"), back pain ("back pain (severe and persistent)"), neck pain ("neck pain (severe and persistent)"), premature menopause ("early menopause"), gastrointestinal disorder ("bowel problems"), fatigue ("chronic fatigue"), anxiety ("anxiety / it hasn't done anything for my anxiety "), arthralgia ("joint pain"), alopecia ("hair loss"), nausea ("nausea"), decreased appetite ("anorexia"), acne ("acne"), dyspareunia ("painful intercourse"), affect lability ("emotional lability"), irritability ("emotional irritability"), mood swings ("mood swings"), disturbance in attention ("inability to concentrate"), tooth disorder ("dental issues"), irritable bowel syndrome ("ibs (interpreted as irritable bowel syndrome)"), allergy to metals ("allergic to nickel") with rash and depression ("depression") and was found to have weight decreased ("I did have weight loss"). The patient was treated with surgery (she underwent laparoscopic hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, ovarian cyst, abdominal distension, abdominal pain, vulvovaginal pain, migraine, pain, pain in extremity, back pain, neck pain, premature menopause, gastrointestinal disorder, fatigue, anxiety, arthralgia, alopecia, nausea, decreased appetite, acne, dyspareunia, affect lability, irritability, mood swings, disturbance in attention, tooth disorder, irritable bowel syndrome, allergy to metals, depression and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, affect lability, allergy to metals, alopecia, anxiety, arthralgia, back pain, decreased appetite, depression, disturbance in attention, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, irritability, irritable bowel syndrome, migraine, mood swings, nausea, neck pain, ovarian cyst, pain, pain in extremity, pelvic pain, premature menopause, tooth disorder, uterine haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.1 kg/sqm. She underwent essure confirmation test, dye test approximately 3 months after her procedure in 2013. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: depression, back pain, pelvic pain, abdominal pain, abnormal uterine bleeding, anxiety, migraine, dyspareunia, neck pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in my pelvic area (severe and persistent)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (cannot have children naturally) on (B)(6) 2008, c-section (couldn¿t dilate) on (B)(6) 2004, miscarriage in 2003, multigravida and parity 4 ((B)(6) 2004, (B)(6) 2005, (B)(6) 2008 & (B)(6) 2012). Concurrent conditions included anemia, cramp in lower abdomen, irregular periods, vaginal bleeding, dysmenorrhea, thyroid disorder, spotting vaginal, pain in hip, urinary frequency, chills, fever, vaginal discharge, smoker, dysmenorrhea, pap smear abnormal, flu like symptoms, dizzy, myalgia, abdominal bloating, abdominal discomfort, spotting vaginal, flank pain, diabetes mellitus, bladder pain, backache, muscle pain, arthritis, numbness, allergic reaction, knee pain, shoulder pain and paresthesia hand. Concomitant products included citalopram for anxiety and depression, medroxyprogesterone acetate (depo-provera) for birth control, tramadol for cyst and pain, oxycodone for cyst and stomach pain, cyclobenzaprine for muscle spasms, etodolac for pain and inflammation, ranitidine for reflux gastritis and irritable bowel syndrome, propranolol for tremor as well as ethinylestradiol; norethisterone acetate (loestrin), hydromorphone, ibuprofen, ibuprofen (motrin), medroxyprogesterone, medroxyprogesterone acetate (provera), oral contraceptive nos, oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol), sertraline and venlafaxine hydrochloride (effexor). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), ovarian cyst ("cysts/ ovarian cysts"), abdominal distension ("swelling of the stomach/stomach swelling/ bloating"), abdominal pain ("severe and persistent abdominal pain/ pain in my abdominal"), vulvovaginal pain ("severe and persistent vaginal pain"), migraine ("migraines (severe and persistent)"), pain ("pain in left side of my body, constant (severe and persistent)"), pain in extremity ("leg pain (severe and persistent)"), back pain ("back pain (severe and persistent)"), neck pain ("neck pain (severe and persistent)"), premature menopause ("early menopause"), gastrointestinal disorder ("bowel problems"), fatigue ("chronic fatigue"), anxiety ("anxiety / it hasn't done anything for my anxiety "), arthralgia ("joint pain"), alopecia ("hair loss"), nausea ("nausea"), decreased appetite ("anorexia"), acne ("acne"), dyspareunia ("painful intercourse"), affect lability ("emotional lability"), irritability ("emotional irritability"), mood swings ("mood swings"), disturbance in attention ("inability to concentrate"), tooth disorder ("dental issues"), irritable bowel syndrome ("ibs (interpreted as irritable bowel syndrome)"), allergy to metals ("allergic to nickel") with rash and depression ("depression") and was found to have weight decreased ("I did have weight loss"). The patient was treated with surgery (she underwent laparoscopic hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, ovarian cyst, abdominal distension, abdominal pain, vulvovaginal pain, migraine, pain, pain in extremity, back pain, neck pain, premature menopause, gastrointestinal disorder, fatigue, anxiety, arthralgia, alopecia, nausea, decreased appetite, acne, dyspareunia, affect lability, irritability, mood swings, disturbance in attention, tooth disorder, irritable bowel syndrome, allergy to metals, depression and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, affect lability, allergy to metals, alopecia, anxiety, arthralgia, back pain, decreased appetite, depression, disturbance in attention, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, irritability, irritable bowel syndrome, migraine, mood swings, nausea, neck pain, ovarian cyst, pain, pain in extremity, pelvic pain, premature menopause, tooth disorder, uterine haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.1 kg/sqm. She underwent essure confirmation test, dye test approximately 3 months after her procedure in 2013. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: depression, back pain, pelvic pain, abdominal pain, abnormal uterine bleeding, anxiety, migraine, dyspareunia, neck pain amendment: the report was amended for the following reason: case (B)(4) was identified to be duplicate of this case and will be deleted. Event ¿I did have weight loss ¿, source documents, reference section from case (B)(4) (MFR number 2951250-2020-03147) has been transferred to this retained case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.